Event description:
It was reported that during a pre-use check of the cardiosave intra-aortic balloon pump (iabp) a previous blood back event was discovered. There was no patient harm or injury reported.

Manufacturer narrative:
An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: 1.user mishandling or not following IFU. 2. Membrane folding or resistance. 2. Patient related factors (e.g., plaque abrasion). 3. Off-label use.